Event description:
Unomedical reference number (B)(4). Event occurred in b)(6). The patient's mother reported detachment at the quick release. The site was at the thighs and upper buttocks and the pump was located at the waist band on a pump. This issue occurred on day 1, 2 and 3. The sets were stored in the kitchen cupboard, in dry environment. There was no sign of stress or pull on the tubing and the pump was not dropped to the set connected to the patient's body. No further information available.